Event description:
The pt became tachycardic and complained of nausea two to three minutes into the treatment. The pt was afebrile. The pt's symptoms quickly subsided and the treatment was completed without further complication. This was the second of three reactions with this pt.